Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows a no cartridge detected warning on (B)(4) 2013. Several occlusion alarms were also observed during the reported period as well. The pump powered on appropriately to the verify screen. The pump loaded and primed a full cartridge without any issue. No load step malfunctions were duplicated during testing. The force sensor was found to be within calibration. The pump was opened and a force sensor circuit component was found to be misaligned on the printed circuit board.